Event description:
Litigation papers allege physical injury, pain, bodily impairment, and high levels of toxic metals in the bloodstream.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 04/11/2014 - sales rep reported revision surgery. Patient was revised to address "a lot of fluid and ugly tissue." This complaint was updated on: 04/30/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 7/8/2014 - medical records received. Doi provided. Patient revised to address a pseudotumor. Upon revision, gray-brown fluid, a thin fibrous wall, deficient external rotators, a "hole" in the posterior capsule and corrosion on the trunnion were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: 07/22/2014.